Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set tubing detached from connector event on (B)(6) 2025. The infusion set was in use for less than an hour. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.